Event description:
It was reported cartridge alarm 20 occurred during insulin delivery. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by manual insulin injection and no third party intervention was required. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump was in warranty, arranged shipment of new replacement pump.